Manufacturer narrative:
The device has not been returned for evaluation; without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that during treatment of an aneurysm the device did not open. The physician made several attempts, but was unable to open the device. A new device was used successfully. No patient injury was reported.

Manufacturer narrative:
The pipeline braid and pushwire were returned for evaluation. As received, the pipeline was found to be released from the capture coil and was not attached to the pushwire. Both ends of the braid were observed to be fully open with severe fraying. The middle section of the braid was observed to be compressed. In addition, the pushwire was observed bent. Based on the analysis findings the clinical observation could not be confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has been returned and analysis of the device is anticipated. A supplemental will be submitted upon completion.

Event description:
Medtronic received additional information that it was the distal end of device that did not open. It was also reported that the pushwire was rotated 10 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.